Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a volume error on the monitor. It was confirmed that the speaker on the 6 year old monitor had failed. No patient harm was reported. In an abundance of caution we will report audio loss even though a visual alarm warning is provided and product labeling states: warning: never paus an audible alarm or decrease the alarm volume if this could compromise patient safety. Do not rely exclusively on the audible alarm system for patient monitoring. The most reliable method of patient monitoring requires correct operation of the monitor and close observation of the patient.